Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Aspiration problems were present due to foreign material clogging the nozzle. As noted in b5, the subject device had undergone insufficient reprocessing. Additionally, the angulation was in the 'play' position. The adhesive on the insertion tubing was cracked. The connecting tube was scratched, discolored, and the coating was peeling off. The connector unit had corrosion present with a dirty contact pin. The biopsy channel was noted out of specification and the probe unit was dented with defective elements. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera ii ultrasound gastrovideoscope due to an unspecified aspiration problem. According to the initial reporter, this was discovered following the completion of an unspecified procedure. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from insufficient reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.